Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded boluses or to determine the root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient received multiple unprogrammed boluses from their omnipod system. Blood glucose levels declined to 50 mg/dl. The patient removed the pod and discontinued use of the omnipod system. No medical attention was required for the alleged uncommanded boluses.

Manufacturer narrative:
The case description states that there has been multiple 5 u boluses delivered without user initiation. Review of the android log files downloaded from the returned controller confirmed the delivery of multiple 5 u boluses. The audit logs showed 5 u boluses being delivered starting towards the beginning of use of the controller. The audit logs show that all 5 u boluses were delivered with a blood glucose entry as well as both a carb and a blood glucose entry for four of the 5u boluses. The logs show a variety of carb amounts and blood glucose levels being entered, however the same total bolus of 5 u is confirmed and delivered. The logs show the use sensor button being pressed for each 5 u bolus with a blood glucose value entered and the logs show the confirm button was pressed for every bolus captured in the log files. Review of the engineering log files found the log files from the last bolus to be overwritten due to continued use of the system. No further evidence of interaction with the controller to deliver the reported boluses could be obtained. Testing of the returned controller found no issues that would contribute to the reported uncommanded boluses. Standard touch screen testing was performed, as well as more in-depth touch screen testing throughout the investigation through the developer options showing the exact points of interactions with the touch screen. All inputs were found to register correctly on the touch screen. No phantom touches were seen during the investigation. No unexpected boluses occurred during testing. All boluses delivered during testing followed the correct flow and required interaction with the controller to program. No evidence of an uncommanded bolus was found during the investigation.